Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 25mm x 3.00mm, de novo target lesion was located in the severely tortuous and calcified left circumflex (lcx) artery. Pre-dilation was performed with a 2.5 x 8 mm balloon catheter followed by a 2.75 x 8 mm balloon catheter. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the stent strut got damaged. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.